Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during dwell three of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.